Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. However, it was noted that the returned device indicated a set screw with a rounded socket. (B)(4).

Event description:
It was reported that during the implant procedure the physician suspected that the device had a possible setscrew issue. It was noted that there was oversensing noted on the right ventricular (rv) lead even with multiple connection attempts and that there was high atrial threshold. The device was removed and a new device was implanted instead. No patient complications have been reported as a result of this event.